Event description:
Treatment of a small fusiform aneurysm measuring 9mm located on the left mca (middle cerebral artery) bifurcation. On (b)(60 2013, the patient underwent pipeline embolization treatment. Dual anti-platelet therapy was given to the patient. During the procedure, it was reported that the first pipeline was deployed, but it foreshortened back into the aneurysm. The pipeline was removed from the patient. The second pipeline was implanted in the patient; however, it did not fully cover the aneurysm neck. Another pipeline was deployed to fully cover the aneurysm neck, but it could not be released from the capture coil. The pushwire was turned counter clockwise in order to release the pipeline from the capture coil and it broke. The pipeline and pushwire along with the broken segment was removed from the patient. A new pipeline was implanted in the patient and overlapped the previously deployed pipeline without issues. The entire neck of the aneurysm was covered. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. For detachment of the pipeline, the instructions for use states "detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the micro catheter by locking down the delivery wire and moving both as a system." (B)(4).